Manufacturer narrative:
Product event summary: image and video files were returned and analyzed. The provided images and video file of the catheter show the array knot formatted around the guidewire; the guidewire appeared to be stuck inside of it. In conclusion, the reported issue was observed during device data analysis. The product is in transit to the returned product analysis lab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that a larger sheath than normal was utilized, and it was surmised that the larger sheath made it easier to retract the knotted array.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012715298 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, inverted array was observed. On the spiral array segment, a knotted array was observed. On the spiral array segment, the pebax tube was observed to be twisted. The pcba chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter (damaged array). Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. During device compatibility inspection, resistance was observed during retraction of the guidewire. The guidewire was observed to be stuck. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degree (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issues (inverted array, knotted array, guidewire stuck) were confirmed through testing. The catheter failed return inspection due to the pebax tube was twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a catheter array inversion, entanglement and array knot formation occ urred, resulting in the guidewire becoming trapped and stuck inside the array of the catheter. The issue was identified during the isolation check after pulmonary vein isolation ablation, and it was believed to have happened when the guidewire was advanced too far into the vein under imaging, causing the wire to loop back inside the array. When the array was inadvertently retracted, the wire became stuck inside it. The array was successfully retracted into the sheath while the wire remained outside. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event. (B)(6) 2025: it was later reported that a larger sheath than normal was utilized, and it was surmised that the larger sheath made it easier to retract the knotted array.

Manufacturer narrative:
Continuation of d10: product ID: product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a catheter array inversion, entanglement and array knot formation occ urred, resulting in the guidewire becoming trapped and stuck inside the array of the catheter. The issue was identified during the isolation check after pulmonary vein isolation ablation, and it was believed to have happened when the guidewire was advanced too far into the vein under imaging, causing the wire to loop back inside the array. When the array was inadvertently retracted, the wire became stuck inside it. The array was successfully retracted into the sheath while the wire remained outside. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.